Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the balloon ruptured. The 90% stenosed target lesion is located in the severely calcified and moderately tortuous left superficial femoral artery. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was selected to treat the target lesion. During the procedure ,the device was advanced to the target lesion. Upon dilatation, it was noted that the balloon ruptured at 2atm for 3 seconds on the first inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good. However, device analysis revealed a crack for approximately 50% of the bond circumference.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that the returned device identified blood throughout the balloon and inflation lumen. The device was attached to an encore inflation unit and positive pressure was applied. A leak was identified at the proximal balloon weld. A microscopic examination confirmed a crack for approximately 50% of the bond circumference. The 'tack' weld of the bond was not cracked. This crack is potentially a result of a high level of stress and/or pressure being applied to the area if placed at a significant bend during the procedure. The balloon did not exhibit any signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).